Event description:
It was reported that spiking the blood tubing was difficult and the device had a low flow rate. There was leaking from the bag around the spike and drip chambers, which had collapsed during infusion. The patient was part of a massive transfusion protocol and had received multiple blood products as well as medications. Though the patient did receive blood and treatment, the patient ultimately passed away. The product that was initially used is still available and does have coagulated blood throughout the tubing which was unable to be flushed. A review by the ICU medical team was completed and they found that the lack of details regarding this clinical event precludes a comprehensive medical assessment. Based on a review of the events in this case, the cumulative evidence does not allow for any conclusions to be drawn for this incident. If additional information becomes available, this medical assessment will be revised as needed.

Manufacturer narrative:
This file was originally incorrectly filed under registration number: 9617604-2025-00084. The date of that submission was 03-feb-2025. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Device evaluation: as received, the fluid warmer set had no damages observed. Blood residuals were observed inside of the lower filter tube. The two used IV bags contained coagulated blood throughout the tubing. The sample set was installed onto a level 1 infuser in an attempt to replicate clinical use. The infuser did not set off any alarms. No leaks or other anomalies were observed. The spikes were removed from the IV bags received and reinserted. There were no difficulties in reinsertion. During refilling of the IV bags, no leak was observed during and after the infuser operation. The sample set and the level 1 infuser were run three times, with 500ml of fluid. Once each with ro water, 0.9% saline solution, and with simulated blood. Proper priming procedures were performed before operation. No leaks nor alarms were observed with each run. The two spikes were measured with calipers and a gage set to determine if they are within specifications. The spike tips were observed to be within measurement specs. The complaint of spiking difficulty, drip chamber collapse, IV bag leakage, and low flow rate could not be confirmed or replicated. A lot history review could not be conducted because no lot number(s) was/were identified.